Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic bifurcation (distal aorta) was tight at 14 mm. The bifurcated stent graft was successfully deployed to the level of the contralateral gate, followed by cannulation and deployment of the contralateral limb. Then the remainder of the ipsilateral limb was deployed. It was reported that when the physician picked the delivery system up for deployment of the remainder of the stent graft, he inadvertently torqued it (half a turn) and when the stent graft was deployed it had twisted and it was shortening during deployment. At this point the stent graft was completely deployed. A dilator and a sheath were inserted within the ipsilateral limb followed by implant of a 14 x 4 bare metal stent. The stent graft was fully patent and had good blood flow. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Eval results and conclusion: torquing of the delivery system.